Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi received a da vinci product to perform failure analysis. The iesu was analyzed, and failure analysis investigations confirmed and reproduced error code c-34. The iesu failed the calibration at start-up.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the integrated electrosurgical unit (iesu) had repeated c-34 errors when attempting to activate monopolar and bipolar energies. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended power cycling the iesu, which did not resolve the issue. The customer stated they may swap out the vision side cart (vsc) or use a force triad generator. There were no reports of patient injury. The customer located a force triad generator and connected the energy cable between the generator and vsc. The customer was able to fire bipolar energy but was unable to fire monopolar energy. The tse recommended moving to another monopolar instrument and cord, but the customer stated they had already tried that. The customer was unsure of how they would proceed. Isi followed up with the initial reporter and was advised that the procedure was completed using a third-party generator.